Manufacturer narrative:
Analysis received the unit with a broken reservoir tube lip. The unit passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The unit functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that unit has a complete broken off tube lip. The customer's blood glucose was 324 mg/dl at the time of incident. The insulin pump will be returned for analysis.